Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported that the rear cover had been glued to bond cracks at printer guide rails. Since the event occurred during routine testing, there was no pt involvement during this vent.